Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported the infusion device was dropped in water and no longer works. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval. Preliminary eval found the display of the infusion device is missing a pixel line due to water contact. The damage could lead to misinterpretation of insulin amounts.